Manufacturer narrative:
The device was returned for analysis. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. The annulus of the burr was slightly flared, damaged, and not rounded. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the rotawire during used leading to the damaged annulus and rotawire. The rotawire used in the procedure was not returned together with the burr catheter for product analysis, so a test rotawire was used for functional testing. The rotawire was able to pass through the burr and through the device with no issues or resistance. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11897. It was reported that a rotawire fracture occurred. The target lesion was located in the coronary artery. A 1.50mm rotalink¿ plus and 330cm rotawire¿ were selected for use. During rotation test, outside the patient's body, it was noted that the rotawire was broken. The rotawire was replaced with another and was attempted to advance through the burr; however, the rotawire was unable to pass through. The procedure was completed with another of the same rotawire and burr catheter. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11897. It was further reported that the rotawire that failed to pass through the burr was the same rotawire used to complete the procedure.